Manufacturer narrative:
Physio-control evaluated the customers device an event code was observed in the device download data which is indicative of a possible lockup, however, the reported issue could not be duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device display blanked for 5 seconds and then returned when they delivered a shock into a test load during a training class. During physio-control device evaluation, an event code was observed in the device download data which is indicative of a possible lockup, in which case the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.